Event description:
During preventative maintenance of the device, the field service technician reported the system did not power up on battery mode and did not switch to battery mode upon the loss of a/c power. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.